Manufacturer narrative:
(B)(4). Per the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to access, delivery and deployment events (e .g . Deployment difficulties/failures), improper stent graft placement, endoleak, and reoperation.

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment using gore® tag® conformable thoracic stent graft with active control system for aortic arch aneurysm. According to the report, the device was delivered to just below the brachiocephalic artery, but it unintentionally moved distally to just below the left common carotid artery during deployment. The cause of the device moving distally upon deployment is unknown. Final angiography revealed a slight proximal type I endoleak. The patient tolerated the procedure and the endoleak was monitored. On (B)(6) 2020, the patient underwent reintervention to treat the persistent proximal type I endoleak. An additional stent graft was deployed just below the brachiocephalic artery to extend the device proximally. The endoleak was resolved, and the patient tolerated the procedure.

Manufacturer narrative:
H6: code 213 ¿ a review of the manufacturing records indicated the lot met pre-release manufacturing specifications. Per the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to access, delivery and deployment events (e .g . Deployment difficulties/failures), improper stent graft placement, endoleak, and reoperation.